Manufacturer narrative:
B4:(B)(6) 2021. The device was received by the philips bench repair. An evaluation was performed by the bench technician and the reported issue was confirmed and traced to a faulty power supply. The bench technician replaced the power supply to resolve the reported issue. The device passed performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. The customer's alleged malfunction was confirmed and it was determined that the root cause was a faulty power supply. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Event description:
It was reported to philips that the device was not powering on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.